Event description:
A customer observed repeatable false negative ahbc results for a quality control sample on the eciq analyzer. Patient sample results were not affected. If the event were to occur on patient samples, a false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that repeatable false negative vitros ahbc results occurred across two vials of a known reactive quality control sample. Alternate vials of the same lot of control fluid performed as expected. Patient samples processed at the site did not exhibit the issue as this event occurred during the ahbc evaluation period. There is no evidence of instrument malfunction. The root cause of the event is unknown.